Event description:
It was reported that the patient scanned the FreeStyle Libre 3 sensor but the sensor had not yet completed warm¿up, resulting in no blood glucose data on the iLet device until the patient rescanned after warm¿up, at which point readings appeared and pairing was considered resolved following troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included customer service review and user education on proper sensor warm¿up and scanning procedures. Investigation of this case revealed user-related use error with no device malfunction, and the device and sensor components operated as designed once the sensor completed warm¿up. It was concluded, based on previously established findings for similar reports, that the cause was use error.